Event description:
Revision surgery due to cup loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - magnum c mod hd ceramic 44mm a44mm , item 123844, lot 2204935, therapy date - (B)(6) 2018; mag c tpr adpr ti 0(12/14), item 123884, lot 2198713, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01240 and 3002806535-2018-01241.

Event description:
Revision surgery due to cup loosening.